Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, white particles, partial delamination of valve. A leak test was perform and were not found openings. Fill inspection was performed and identified no blockage in the valve. A microscopic analysis identified: a little delamination of diaphram flange disk assessed as adhesive failure. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.